Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the physician placed a wire through the left ventricular (lv) lead and advance both through the coronary sinus. The wire was advanced further into the vessel to get the lv lead further out in the branch. The wire appeared to double over on itself distal to the lead tip. The physician attempted to pull back the wire to test the lead where it was currently positioned and met resistance. The physician able to pull the wire back into the lead body, but was unable to remove the wire entirely. The lead was attempted and not used. Another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the distal conductor of the lead was obstructed due to a stylet/guidewire stuck in the lumen. The stylet/guidewire was kinked/buckled. Visual analysis of the lead indicated damage at implant. The analyst noted that the lead was returned with the guidewire stuck in lead and could not remove. The prowater flex 180cm 0.014 wire indicated in returned paper work is the competitor guidewire. Visual inspection was performed and found that the guidewire tip kinked inside the lead tip nose and the distal conductor prevents to pull it out of the lead. Destructive analysis was performed, removed the guidewire from lead distal end to complete the lead electrical continuity testing. If information is provided in the future, a supplemental report will be issued.